Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor was reading different numbers and that his blood glucose readings were fluctuating. The customer's blood glucose reading ranged from 49 to 400 mg/dl. The customer treated with the insulin pump, food, and manual injections. The customer stated that the sensor fell out, and after the site was sore. The customer performed troubleshooting and did not find any problems. The customer performed the high pressure test and it passed. The customer was advised to change the set, reservoir, and insulin and treat. The insulin pump was not replaced or returned for analysis.